Manufacturer narrative:
(B)(4). Complaint instrument 544965tt, lot p1444310 was received in (B)(4) on the 2nd of may 2016 and forwarded to the supplier for further investigation. The rivet of the jaw is broken. Supplier reported on the 13th of june 2016 that they received instrument 544965t, lot p1444310 for investigation. Root cause is overstressing of the instrument during use. The instrument can be repaired. As preventive action, a stronger rivet is used at the jaw since (B)(6) 2015 to prevent breakages. The rivet of the jaw is broken. Manufacturer will continue to monitor and trend similar complaints.

Event description:
Alleged event: the doctor found the plug of the applier was dropped off which caused the metal part to fall into the patient's body; the doctor removed the metal out of the patient body. The patient is reportedly in good condition.

Manufacturer narrative:
Qn#(B)(4). The device history review of the lot shows, that the right material and components were used and that the instrument meets all specifications. All working steps are documented. The device has been returned however the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the doctor found the plug of the applier was dropped off which caused the metal part to fall into the patient's body; the doctor removed the metal out of the patient body. The patient is reportedly in good condition.